Event description:
Gambro quality assurance reports one incident of a blood leak at the interface of the psn 210 blood port and cobe c3 bloodlines. It was reported that the patient technician believes that the tubing separated from the dialyzer due to pressure build up resulting in blood loss of approximately 300cc. There was no report of patient injury or medical intervention.